Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that an unspecified service had taken place on this defibrillator. No report of patient involvement. Add'l info has been requested and this investigation remains open.